Event description:
It was reported that the device had a watchdog error. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of watchdog error on 8015 ls unit. Technical support-- tech has watchdog error, return unit factory for repair. A review of the device history record for sn (B)(6) was performed from (B)(6) 2017 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode. The root cause of this failure was not identified as no product was returned based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device had a watchdog error. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of watchdog error on 8015 ls unit. Technical support-- tech has watchdog error, return unit factory for repair. A review of the device history record for sn (B)(6) was performed from (B)(6) 2017 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode. The root cause of this failure was not identified as no product was returned based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. The customer stated that there was no patient involvement.

Event description:
It was reported that the device had a watchdog error. There was no patient involvement.